Event description:
It was reported that the pump battery could not be charged without maneuvering the cable into the charging port. The customer's blood glucose level was 135 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.